Manufacturer narrative:
Per the manufacturer's sales representative, after surgery the end-user was able to power down and power back up the unit, and it was no longer on battery mode. The field service representative (fsr) was not able to verify the reported complaint. The unit operated to the manufacturer's specifications. Per data log analysis, on 24-jun-2019 the system was powered up on ac at 7:02 am. At 7:11 am the system switched to battery backup. At 8:06 am, ac power was restored for only about thirty seconds. About ten seconds later, ac power was restored again. At 8:10 am, the system went back to battery backup for about one minute. This happened a couple more times and the system was powered off. At 8:48 am the system was powered up on ac power. Three more times the system switched to battery and back to ac power. The fsr indicated that they had accidentally tripped one of the breakers. Attempts were made to reset the breaker which could cause the log entries above. There was no way to tell if ac power was disconnected or a breaker was tripped from the log.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) would only operate in battery mode even when plugged in to the outlet for alternating current (ac) power. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during set up for a procedure on (B)(6) 2019, when the perfusionist turned on the hlm he noticed that the system was running on battery mode. He checked to make sure he was plugged into the outlet to use ac power, and he confirmed that connection, but the system was still giving the indication that it was running on back up battery power. He changed the location of where he was plugged into, but the system remained on battery power. The team opted to exchange the hlm, and have that system checked. This did not delay the surgical procedure starting. It was only an exchange of the hlm which took the team about 10 minutes, but all surgical activities remained on task. There was no harm or blood loss associated with the occurrence.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), the customer was aware of the function of the breakers and loss of the alternating current (ac) supply. Instruction was also given to them on the function of the two circuit breakers on the base and how they can be reset if tripped. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.